Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13284, 2938836-2019-13285. It was reported that during the implant procedure, the guidewires could not advance into the lead or were entrapped to the leads. All three of the leads were scrapped and replaced. The patient was stable.

Manufacturer narrative:
Additional information: the reported field event of guidewire insertion failure was confirmed in the laboratory. The cause of the event was isolated to the distal portion of the lead being clogged with blood/body fluid. The lead was tested on the bench and no anomalies were found.